Event description:
The customer reported the system displayed a "kv on in error" message. This error would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors and performed a filament calibration. The system operates as intended.